Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was functioning normally until the heat stopped working. Another hemopro kit was opened and used, so there was no issue with the cord or power supply. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate. Tried with two different hemopro cables and two different generators before opening a new one. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Evidence of blood was observed on the toggle. There was no charred tissue or blood on the jaws. The silicon insulation appeared cracked and slightly peeled at the tip of the jaw. There was no detachment of the insulation. The heater wire on the hot jaws was slightly twisted. It remained attached at the base and the tip of the jaw. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to deliver energy" but was confirmed for the analyzed failure mode " material twisted/bent" and "peeled".